Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to dislodgement. The physician was unable to retract and extend the helix to reposition the lead, so the lead was replaced.